Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead exhibited low pacing impedance. It was also noted that patient's atrial lead exhibited under sensing. No intervention was done. The patient status was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5152689.